Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and moderately calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, mildly tortuous left circumflex coronary artery that is 90% stenosed. Using a 6fr sheath an orbital atherectomy was performed. After three ablations, a 2.5x10 non-abbott balloon was used for dilation. Subsequently, the 2.75x12m nc trek neo balloon dilatation catheter was delivered to the lesion. Once at the lesion for additional dilation, the nc trek neo balloon ruptured at 6 atmospheres during the initial inflation. A new 2.75x10mm non-abbott balloon was used for the additional dilatations and a 2.75x15mm xience skypoint drug-eluting stent was deployed. A 2.75x10mm non-abbott balloon was used for post-dilation and the procedure complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.